Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00308 for the other associated device information. It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, at the start of the procedure, an estimated 1.1 cm stone was found. The physician unpacked the first lithotripter basket device and tested it outside the patient. However, the physician noticed that the basket failed to open and close because the pullwire was broken. A second lithotripter basket device was used in an attempt to complete the procedure. A 1.1 cm, ¿big and hard stone¿ stone was successfully captured with the second device. Additional force was used to crush the stone and the handle broke. Although the handle was broken, the physician was able to open the basket. The physician shook the basket and released the stone. The basket was successfully removed from the patient without issues. The procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) pullwire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the basket to be extended and tip to be intact. Side car- rx pushback was noted . Physical analysis of the device found the handle cannula to have been detached from the finger ring portion of the handle assembly and pushed forward toward the distal end of the handle assembly. The set screw depth measurements and physical examination of the handle cannula confirm that the device was properly assembled. The handle label covering the set screws had been removed by the user. During the evaluation the handle was disassembled and the finger ring was found to be cracked in two places where the handle cannula is seated into the component and secured by set screws. The cracking of the finger ring allowed the handle cannula to slip out and detach. Additionally flakes of finger ring material were found dispersed along handle cannula. Residue was found on the entire device which is consistent with clinically used device, but the customer reported the problem was noticed during unpacking and while outside the patient. Because it cannot be determined precisely how the device failed, the most probable root cause for this complaint is undeterminable. A device history record (DHR) review of lot number 16307643 was performed and revealed no issues related to the reported complaint.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00308 for the other associated device information. It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, at the start of the procedure, an estimated 1.1 cm stone was found. The physician unpacked the first lithotripter basket device and tested it outside the patient. However, the physician noticed that the basket failed to open and close because the pullwire was broken. A second lithotripter basket device was used in an attempt to complete the procedure. A 1.1 cm, "big and hard stone" stone was successfully captured with the second device. Additional force was used to crush the stone and the handle broke. Although the handle was broken, the physician was able to open the basket. The physician shook the basket and released the stone. The basket was successfully removed from the patient without issues. The procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00309 for the other associated device information.